Event description:
It was reported that during preparation for a peripheral stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the subclavian artery. While unpacking an 8.0x40x135cm express vascular stent, the stent dislodged from the balloon. The procedure was completed with another 8.0x40x135cm express vascular stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).